Manufacturer narrative:
The thermogard xp ivtm system (B)(4) involved in the reported complaint will not be returned for evaluation because the customer decided to purchase a new thermogard system. Therefore, service was not required to be performed by zoll. A follow-up report will be submitted if the product is returned and the investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (B)(4) failed self-test and displayed a mid:02 (too many communication timer events) error message. The customer tried to troubleshoot by restarting the thermogard system several times; however, the error could not be cleared. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.